Event description:
It was reported that 0-12 years prior to this report a body was sent to be cremated and had an implanted battery. It exploded and cost the funeral home (B)(6) in damages. It was unknown what kind of device it was and who the manufacturer was. This had all been ¿heard on grapevine.¿ no follow-up was required as the reporter provided all the information that was known and had no contacts for further information.

Manufacturer narrative:
(B)(4). Body sent for cremation/had implanted battery/exploded.